Event description:
It was reported that during a set up for a surgical procedure conducted at the user facility that pieces of the device were separating. The device separating could lead to an infection risk. The was no known impact to the patient or clinically significant delays associated with the event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a set up for a surgical procedure conducted at the user facility that pieces of the device were separating. The device separating could lead to an infection risk. The was no known impact to the patient or clinically significant delays associated with the event.